Manufacturer narrative:
The product was returned and investigated, and the complaint was not confirmed. No new issues were observed. All results were within range specification, and no errors were observed during control solution testing.

Event description:
A customer reported that they obtained high readings on their precision xtra meter. It was reported that the customer obtained readings of 6mmol/l and 4mmol/l on their precision xtra meter compared to 4mmol/l and 2mmol/l on a freestyle flash meter. Although the meter to meter readings are not valid comparisons, it was reported that due to the high readings (6mmol/l and 4mmol/l), the customer took more insulin and as a result became unconscious. The customer's wife called an ambulance and the customer was taken to a hospital. The customer was diagnosed with severe hypoglycemia and was treated with glucose prior to being discharged two days later. There was no report of death or permanent impairment associated with this event.